Event description:
A physician reported that cutter could not cut and aspirate before surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm. This record was for the sample received radio frequency identification (rfid) which was not traceable to reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the inner cutter in the port and orange/brown foreign material on the port face and inner cutter. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation, and nonconforming aspiration and cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and other locations along the inner cutter. The sample was tested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had aspiration and cut failures. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting edge gouges and the aspiration failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all and excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. No action has been taken by the manufacturing site as it appears that the observed aspiration and cut failures were due to excessive use of the probe by the user . All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.